Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, white particles, wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and "painful, palpable capsular contracture baker grade IV." Device has been explanted.